Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2017 with the following findings: during investigation, the pump was returned and the black box showed evidence of multiple cs012 alarms. A 24 hr duration test was performed and successfully completed with no call service alarms being duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.